Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet inserted in lead. The helix was retracted and dried blood was present in neck region. Helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin, which block passage of a stylet. No anomalies noted at lead tip.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The helix would not extend after it was repositioned, even using different fixation tools. The rv lead was explanted. No additional adverse patient effects were reported.